Event description:
Information alleged that the head of bed would not go up. No injury reported.

Manufacturer narrative:
Technician removed unit and swapped out for same type of bed. Took bed back to service to troubleshoot to find and repair problem. Found that the protective cover on the main bottom of the bed had come into contact with the CPR lever engaging it which in turn disabled the head up/down function. Repositioned the protective shroud in right place and tighten screws to resolve this issue.